Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a csf leak during a trial implant procedure on (B)(6) 2021. In turn, surgical intervention occurred, wherein the lead was explanted to address the issue. Reportedly, the procedure was completed, wherein the physician applied a blood patch and a duraseal for treatment.